Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported that he was in the hospital for peritonitis. A follow up call was made to the patient's peritoneal dialysis nurse. The nurse reported that the patient did not have peritonitis. The patient was admitted to the hospital for abdominal pain and weakness. The patient was treated and discharged to a rehab facility for strengthening.